Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube / essure coils were in place but only left tube was closed" on (B)(6) 2009 and device ineffective "failure to occlude fallopian tubes" on (B)(6) 2009. The patient's medical history included kidney stones in (B)(6) 2010, anemia in (B)(6) 2009, neck pain, menses irregular, dysfunctional uterine bleeding, ovarian cyst, irritable bowel syndrome, abdominal pain, peptic ulcer disease, tonsillectomy, nephrolithiasis, stress urinary incontinence, incomplete bladder emptying, breast reduction, sacral colpopexy, cystocele repair, enterocele repair, mid-urethral sling procedure, implant infection and incision site discomfort. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypoparathyroidism since (B)(6) 2018. Concomitant products included butalbital from (B)(6) 2012 to (B)(6) 2012, colecalciferol (vitamin d3), ethinylestradiol;norethisterone acetate (estrostep), hydroxylysine, levocabastine hydrochloride (zyrtec) from (B)(6) 2016 to (B)(6) 2018, loratadine (claritin) from (B)(6) 2009 to (B)(6) 2010, meclozine (meclizine) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, paracetamol (acetaminophen) and promethazine from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 3 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstrual issues"), back pain ("lower back area pain"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with bupropion hydrochloride (budeprion), escitalopram oxalate (lexapro), ondansetron, sertraline, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2012 and robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, fatigue, weight increased, abdominal pain and alopecia had resolved, the menorrhagia, autoimmune disorder, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dyspareunia and vaginal discharge outcome was unknown and the vaginal haemorrhage, migraine, dysmenorrhoea and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 151lbs tile right ostia and the left ostia had visible coils noted 4 coils from right, 2 coils from left. Metal fragment with adherent fibrous tissue. The right essure contraceptive device is in a normal position within the right fallopian tube. However, there is faint filling within the right fallopian tube. However, there is faint filling of the proximal aspect of the right fallopian tube which travels. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded; on (B)(6) 2009: unilateral occlusion (left tube occluded), there is total blockage of the left fallopian tube, there is filling of the proximal aspect of the right fallopian tube with contrast filling the right fallopian tube past the outer coil to the level of the inner coil within the proximal aspect of the right fallopian tube , no filling of the mid or distal aspect of the right fallopian tube is identified. Result: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, pelvic pain, dyspareunia. Abdominal pain, back pain, nausea , migraine, anxiety, urinary tract infections, hair loss, fatigue, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube / essure coils were in place but only left tube was closed" on (B)(6) 2009 and device ineffective "failure to occlude fallopian tubes" on (B)(6) 2009. The patient's medical history included kidney stones in (B)(6) 2010, anemia in (B)(6) 2009, neck pain, menses irregular, dysfunctional uterine bleeding, ovarian cyst, irritable bowel syndrome, abdominal pain, peptic ulcer disease, tonsillectomy, nephrolithiasis, stress urinary incontinence, incomplete bladder emptying, breast reduction, sacral colpopexy, cystocele repair, enterocele repair, mid-urethral sling procedure, implant infection and incision site discomfort. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypoparathyroidism since (B)(6) 2018. Concomitant products included butalbital from (B)(6) 2012 to (B)(6) 2012, colecalciferol (vitamin d3), ethinylestradiol;norethisterone acetate (estrostep), hydroxylysine, levocabastine hydrochloride (zyrtec) from (B)(6) 2016 to (B)(6) 2018, loratadine (claritin) from (B)(6) 2009 to (B)(6) 2010, meclozine (meclizine) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, paracetamol (acetaminophen) and promethazine from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 3 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstrual issues"), back pain ("lower back area pain"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with bupropion hydrochloride (budeprion), escitalopram oxalate (lexapro), ondansetron, sertraline, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2012 and robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, fatigue, weight increased, abdominal pain and alopecia had resolved, the menorrhagia, autoimmune disorder, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dyspareunia and vaginal discharge outcome was unknown and the vaginal haemorrhage, migraine, dysmenorrhoea and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 151lbs tile right ostia and the left ostia had visible coils noted 4 coils from right, 2 coils from left. Metal fragment with adherent fibrous tissue. The right essure contraceptive device is in a normal position within the right fallopian tube. However, there is faint filling within the right fallopian tube. However, there is faint filling of the proximal aspect of the right fallopian tube which travels. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded; on (B)(6) 2009: unilateral occlusion (left tube occluded), there is total blockage of the left fallopian tube, there is filling of the proximal aspect of the right fallopian tube with contrast filling the right fallopian tube past the outer coil to the level of the inner coil within the proximal aspect of the right fallopian tube , no filling of the mid or distal aspect of the right fallopian tube is identified. Result: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, pelvic pain, dyspareunia. Abdominal pain, back pain, nausea , migraine, anxiety, urinary tract infections, hair loss, fatigue, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Events¿ fatigue and weight gain¿ outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune disorder ('autoimmune reaction') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" on (B)(6) 2009. The patient's medical history included kidney stones in (B)(6) 2010, anemia in (B)(6) 2009, neck pain, menses irregular, dysfunctional uterine bleeding, ovarian cyst, irritable bowel syndrome, abdominal pain, peptic ulcer disease, tonsillectomy, nephrolithiasis, stress urinary incontinence and incomplete bladder emptying. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypoparathyroidism since (B)(6) 2018. Concomitant products included butalbital from (B)(6) 2012 to (B)(6) 2012, colecalciferol (vitamin d3), levocabastine hydrochloride (zyrtec) from (B)(6) 2016 to (B)(6) 2018, loratadine (claritin) from (B)(6) 2009 to (B)(6) 2010, meclozine (meclizine) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009 and promethazine from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and back pain ("lower back area pain"). The patient was treated with bupropion hydrochloride (budeprion), escitalopram oxalate (lexapro), ondansetron, sertraline, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2012 and robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection, migraine, dysmenorrhoea and back pain was resolving and the menorrhagia, autoimmune disorder, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 151lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded), there is total blockage of the left fallopian tube, there is filling of the proximal aspect of the right fallopian tube with contrast filling the right fallopian tube past the outer coil to the level of the inner coil within the proximal aspect of the right fallopian tube , no filling of the mid or distal aspect of the right fallopian tube is identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), autoimmune disorder ('autoimmune reaction') and genital haemorrhage ('gen. Abnorm. Bleed') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube / essure coils were in place but only left tube was closed" on (B)(6) 2009 and device ineffective "failure to occlude fallopian tubes" on (B)(6) 2009. The patient's medical history included kidney stones in (B)(6) 2010, anemia in (B)(6) 2009, neck pain, menses irregular, dysfunctional uterine bleeding, ovarian cyst, irritable bowel syndrome, abdominal pain, peptic ulcer disease, tonsillectomy, nephrolithiasis, stress urinary incontinence, incomplete bladder emptying, breast reduction, sacral colpopexy, cystocele repair, enterocele repair, mid-urethral sling procedure, implant infection and incision site discomfort. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypoparathyroidism since (B)(6) 2018. Concomitant products included butalbital from (B)(6) 2012, colecalciferol (vitamin d3), ethinylestradiol;norethisterone acetate (estrostep), hydroxylysine, levocabastine hydrochloride (zyrtec) from (B)(6) 2016 to (B)(6) 2018, loratadine (claritin) from (B)(6) 2009 to (B)(6) 2010, meclozine (meclizine) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, paracetamol (acetaminophen) and promethazine from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 3 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), back pain ("lower back area pain"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with bupropion hydrochloride (budeprion), escitalopram oxalate (lexapro), ondansetron, sertraline, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2012 and robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, abdominal pain and alopecia had resolved, the menorrhagia, autoimmune disorder, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, migraine, dysmenorrhoea and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 151lbs. Tile right ostia and the left ostia had visible coils noted 4. Coils from right, 2 coils from left. Metal fragment with adherent fibrous tissue. The right essure contraceptive device is in a normal position within the right fallopian tube. However, there is faint filling within the right fallopian tube. However, there is faint filling of the proximal aspect of the right fallopian tube which travels. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded; on (B)(6) 2009: unilateral occlusion (left tube occluded), there is total blockage of the left fallopian tube, there is filling of the proximal aspect of the right fallopian tube with contrast filling the right fallopian tube past the outer coil to the level of the inner coil within the proximal aspect of the right fallopian tube , no filling of the mid or distal aspect of the right fallopian tube is identified. Result: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, pelvic pain, dyspareunia. Abdominal pain, back pain, nausea , migraine, anxiety, urinary tract infections, hair loss, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: plaintiff fact sheet and medical record received. Product information details,other relevant history updated. Event : "failure to occlude (close) fallopian tube / essure coils were in place but only left tube was closed". Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), autoimmune disorder ('autoimmune reaction') and genital haemorrhage ('gen. Abnormal. Bleed') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" on (B)(6) 2009. The patient's medical history included kidney stones in january 2010, anemia in january 2009, neck pain, menses irregular, dysfunctional uterine bleeding, ovarian cyst, irritable bowel syndrome, abdominal pain, peptic ulcer disease, tonsillectomy, nephrolithiasis, stress urinary incontinence and incomplete bladder emptying. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypoparathyroidism since january 2018. Concomitant products included butalbital from january 2012 to july 2012, cholecalciferol (vitamin d3), levocabastine hydrochloride (zyrtec) from january 2016 to december 2018, loratadine (claritin) from january 2009 to january 2010, meclozine (meclizine) from january 2008 to january 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009 and promethazine from january 2010 to january 2011. On (B)(6) 2008, the patient had essure inserted. In january 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), back pain ("lower back area pain"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with bupropion hydrochloride (budeprion), escitalopram oxalate (lexapro), ondansetron, sertraline, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2012 and robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, abdominal pain and alopecia had resolved, the menorrhagia, autoimmune disorder, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown and the vaginal haemorrhage, migraine, dysmenorrhoea and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 151lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded), there is total blockage of the left fallopian tube, there is filling of the proximal aspect of the right fallopian tube with contrast filling the right fallopian tube past the outer coil to the level of the inner coil within the proximal aspect of the right fallopian tube , no filling of the mid or distal aspect of the right fallopian tube is identified. Result: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, pelvic pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events abdominal pain, gen. Abnormal. Bleed and hair loss added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 29-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube / essure coils were in place but only left tube was closed" on (B)(6) 2009 and device ineffective "failure to occlude fallopian tubes" on (B)(6) 2009. The patient's medical history included kidney stones in (B)(6) 2010, anemia in (B)(6) 2009, neck pain, menses irregular, dysfunctional uterine bleeding, ovarian cyst, irritable bowel syndrome, abdominal pain, peptic ulcer disease, tonsillectomy, nephrolithiasis, stress urinary incontinence, incomplete bladder emptying, breast reduction, sacral colpopexy, cystocele repair, enterocele repair, mid-urethral sling procedure, implant infection and incision site discomfort. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypoparathyroidism since (B)(6) 2018. Concomitant products included butalbital from (B)(6) 2012 to (B)(6) 2012, colecalciferol (vitamin d3), ethinylestradiol;norethisterone acetate (estrostep), hydroxylysine, levocabastine hydrochloride (zyrtec) from (B)(6) 2016 to (B)(6) 2018, loratadine (claritin) from (B)(6) 2009 to (B)(6) 2010, meclozine (meclizine) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, paracetamol (acetaminophen) and promethazine from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 months 3 days after insertion of essure. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), genital haemorrhage ("gen. Abnorm. Bleed"), menstrual disorder ("menstrual issues"), back pain ("lower back area pain"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with bupropion hydrochloride (budeprion), escitalopram oxalate (lexapro), ondansetron, sertraline, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2012 and robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, fatigue, weight increased, abdominal pain and alopecia had resolved, the menorrhagia, autoimmune disorder, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dyspareunia and vaginal discharge outcome was unknown and the vaginal haemorrhage, migraine, dysmenorrhoea and back pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 151lbs tile right ostia and the left ostia had visible coils noted 4 coils from right, 2 coils from left. Metal fragment with adherent fibrous tissue. The right essure contraceptive device is in a normal position within the right fallopian tube. However, there is faint filling within the right fallopian tube. However, there is faint filling of the proximal aspect of the right fallopian tube which travels. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded; on (B)(6) 2009: unilateral occlusion (left tube occluded), there is total blockage of the left fallopian tube, there is filling of the proximal aspect of the right fallopian tube with contrast filling the right fallopian tube past the outer coil to the level of the inner coil within the proximal aspect of the right fallopian tube , no filling of the mid or distal aspect of the right fallopian tube is identified. Result: left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, pelvic pain, dyspareunia. Abdominal pain, back pain, nausea , migraine, anxiety, urinary tract infections, hair loss, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pelvic area pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and autoimmune disorder ('autoimmune reaction') in a (B)(6)-year-old female patient who had essure (batch no. 627405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tubes" on (B)(6) 2009. The patient's medical history included kidney stones in (B)(6) 2010, anemia in (B)(6) 2009, neck pain, menses irregular, dysfunctional uterine bleeding, ovarian cyst, irritable bowel syndrome, abdominal pain, peptic ulcer disease, tonsillectomy, nephrolithiasis, stress urinary incontinence and incomplete bladder emptying. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included hypoparathyroidism since (B)(6) 2018. Concomitant products included butalbital from (B)(6) 2012, colecalciferol (vitamin d3), levocabastine hydrochloride (zyrtec) from (B)(6) 2016 to (B)(6) 2018, loratadine (claritin) from (B)(6) 2009 to (B)(6) 2010, meclozine (meclizine) from (B)(6) 2008 to (B)(6) 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6)2009 and promethazine from (B)(6) 2010 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"). On (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and back pain ("lower back area pain"). The patient was treated with bupropion hydrochloride (budeprion), escitalopram oxalate (lexapro), ondansetron, sertraline, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2012 and robotic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, urinary tract infection, migraine, dysmenorrhoea and back pain was resolving and the menorrhagia, autoimmune disorder, menstrual disorder, depression, anxiety, bladder disorder, urinary tract disorder, nausea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (left tube occluded), there is total blockage of the left fallopian tube, there is filling of the proximal aspect of the right fallopian tube with contrast filling the right fallopian tube past the outer coil to the level of the inner coil within the proximal aspect of the right fallopian tube , no filling of the mid or distal aspect of the right fallopian tube is identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: weight gain, pelvic pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events from pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety and mental anguish, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, failure to occlude (close) fallopian tube(s), fatigue, weight gain were added. Outcome of dysmenorrhea, migraines, pain, vaginal bleeding, uti were updated. Event infections updated to infection (bladder/urinary tract/vaginal) type: urinary tract infection. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.